Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer complained about sensor reading discrepancy. Customer stated that her sensor glucose reading was low at 40 mg/dl and she treated based on that by eating lunch and then she noticed that the insulin pump was in warm up and it alerted for low glucose and calibration error happened. Blood glucose was 214 mg/dl. Customer was instructed not to treat per the sensor glucose and always confirm her blood glucose. Customer also mentioned that sometimes the sensor glucose reading and blood glucose reading can be 100 points apart. Customer also reported that the tape is not sticking. Customer sweats during work out. Past blood glucose reported were 214 mg/dl and around 30 mg/dl and current blood glucose is 132 mg/dl. Nothing further reported.